Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). On (B)(6) 2013: the patient had unspecified injuries and underwent surgery for implant of an unspecified bard/davol ventralex st (device #2). The patient is making a claim for an adverse patient outcome against the two (2) ventralex st(device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." .

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex st, patient was diagnosed with hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d.4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the ventralex st (device #1). An additional supplemental emdr was submitted to represent ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). (B)(6) 2013: the patient had unspecified injuries and underwent surgery for implant of an unspecified bard/davol ventralex st (device#2). The patient is making a claim for an adverse patient outcome against the two (2) ventralex st (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with symptomatic supraumbilical incisional hernia thereby underwent open repair with implant of ventralex st mesh (device #1). Per operative notes, ¿the hernia sac was identified and dissected free. A large circular ventralex st mesh (device #1) was placed through the fascial defect and secured.¿ (B)(6) 2013 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #2) and explant of mesh (device #1). Per operative notes, ¿the recurrent hernia sac was identified and dissected free. The previous mesh patch (device #1) was completely excised and the recurrent defect was repaired by using a large ventralex st mesh (device #2) was placed through the defect.¿ (B)(6) 2014 - patient underwent colonoscopy. (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of synthetic mesh and explant of mesh (device #2). Per operative notes, ¿the hernia sac was opened and there was an ventralex st mesh (device #2) which was adherent to the small bowel. The area of the ventralex st mesh (device #2) in the midline was excised and explanted. A synthetic mesh was trimmed to fit the hernia defect and sutured.¿ (B)(6) 2016 - patient was diagnosed with ventral hernia thereby underwent open repair with explant of synthetic mesh. Per operative notes, ¿the hernia defect was identified and a mesh (synthetic mesh) from previous repair was resected from fascia. Upon resection, small bowel was adherent to the surface of the mesh. A synthetic mesh was used for the repair and sutured.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel removal, fistulae, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.